Event description:
The customer reported the generation of erroneous low ion selective electrolyte (ise) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for one (1) patient sample.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the failure mode as multiple hardware. The fse replaced the sample syringe case and sample dispenser unit to resolve the issue. The beckman coulter internal identifier is (B)(4).